Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Event description:
It was reported there was no stimulation sensation. Patient believed their "implantable neurostimulator (ins) was depleted." Patient was able to turn on the device to use it but it goes "off and then back on and then off again." Patient attempted to adjust stimulation settings but the stimulation would not stay at that setting. It was also noted the patient thought they had seen a battery diagram on the patient programmer screen which is why they had thought the ins battery was low. Active troubleshooting was declined. Patient had appointment with health care professional scheduled on (B)(6) 2012. Follow up from the health care provider reported the cause of the event was unknown. The health care provider interrogated the device and increased the amplitudes. There were no abnormal impedances. The health care provider reported the patient was doing "fine" after reprogramming. The patient did not require hospitalization and there was no injury to the patient. No further information was reported.